Manufacturer narrative:
Product event summary: the sheath 4fc12 with lot number 0010048902 was returned and analyzed. Visual inspection of the sheath showed the shaft was kinked at 2.5 inches from the tip. The shaft tip was intact with no apparent issues. The kink could have caused deflection, steerability, or insertion difficulties. In conclusion, the sheath failed the returned product inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturer's investigation.